Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign - event occurred in united kingdom. E1: telephone- (B)(6). Review of the most recent repair record determined the machined head, pin, and width plates were damaged, the reciprocating arm, rings, bearings, screws, lever, and ball plunger were worn, and the device was out of calibration. The machined head, pin, reciprocating arm, lever, ball plunger, rings, bearings, and screws were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery at flex repair center a fault was found. No patient involvement noted. At investigation it was determined that the width plate was damaged. Diligence is complete.